Manufacturer narrative:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went black and was non-functional. The unit was in use on patients at the time, however no patient harm was reported. They sent the central nurse's station (cns) in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went black and was non-functional.

Manufacturer narrative:
The biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) went black and was non-functional. The unit was in use on patients at the time, however no patient harm was reported. The cns has been sent in for evaluation. The problem of "cns not powering on correctly" could not be duplicated through testing, troubleshooting and extended operation of the device. However, both hard drives are more than 2 years old and they are highly recommended to be replaced.